Event description:
It was reported during a laparoscopic cholecystectomy while using the eph02 probe plus ii they hooked up the irrigation tube to the linvatec aqua pro endo irrigation tubing and when they turned on irrigation the joint blew and they were sprayed with irrigation fluid. The surgeon put the tubing back together and tied suture around the joint. Later the plastic tubing above the joint had a bubble form in the tubing and the tubing burst above the joint. At this time a new set of tubing was pulled (not a new handle) and the surgeon again tied suture around the tubing to complete the case. The irrigation system they used was the linvatec concept low pressure irrigation system (this system appears to be for arthroscopic procedures). There was no consequence to the patient.